Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event of inappropriate shocks, high impedance and a fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four inappropriate shocks. A lead alert triggered for short interval counts and noise on the right ventricular lead. The lead also had high impedance and could not sense normal sinus rhythm. The lead has a confirmed fracture. The lead was cut and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.